Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow and contrast keypad buttons had a delayed response, were intermittently responsive and required multiple button presses to elicit a response. All of the other keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that the insulin pump's up arrow button began sticking and giving delayed responses a couple of weeks ago. It was also reported that the ok button was not responding with button presses. The reported issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.